Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "damaged display," which was confirmed through observation. Evaluation found the liquid crystal display (lcd) to be damaged due to an external influence. The lcd was replaced to correct this condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause harm that is not minor or negligible and is determined to not be a reportable event. Manufacturer report number 1314492-2015-08675 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged display when it was pumped into a door during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.